Event description:
It was reported in an article that a patient had their device removed due to a lead fracture. No other information regarding the event is available in the article. Attempts for further information from the authors of the article were unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.